Manufacturer narrative:
During on-site visit the technician reproduced reported issue. The problem was resolved by cleaning the device and replacing the patient circuit. The device was delivered to the user in working condition. The review of event log points at several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. However, there was no technical error codes registered in technical log confirming ventilator malfunction. Alarms such as respiratory rate high, peep low (positive end expiratory pressure) or expiratory minute volume low indicates a leakage in the patient circuit or a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Occurrence of clinical alarms like respiratory rate high, peep low (positive end expiratory pressure) or expiratory minute volume low may indicate insufficient ventilation to the patient or no ventilation. Following alarms: high respiratory rate, peep low and expiratory minute volume low alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. The conclusion is that the patient circuit was the cause of the failure. However, the root cause of the issue has not been determined.

Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).